Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due myopotential oversensing was observed. The device was reprogrammed. The patient condition was stable and monitoring will continue.